Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the new ins batteries appeared to be going down really quickly. The caller was concerned the batteries might be defective or there might be something wrong with them. The patient had been checking the battery voltage since the procedure. The first time they started noticing the battery voltage drop was probably a week after. The left ins was 3.18v and today it was 3.7v. The right ins was at 3.05v. No patient symptoms or further complications were reported as a result of this event.